Manufacturer narrative:
In response to FDA report number: mw5102573. The events of infection, cellulitis, and drainage are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details will be requested. No additional information is available at this time. Reason for reoperation: ¿fungal infection¿, ¿cellulitis and drainage from wound¿, and ¿purulent fluid and only mild inflammation¿.

Event description:
Healthcare professional reported via regulatory agency a left side ¿fungal infection¿, ¿cellulitis and drainage from wound¿, and ¿purulent fluid and only mild inflammation¿. Device has been explanted and discarded.